Manufacturer narrative:
(B)(4). The device remains in-situ and will not be returned for evaluation. The initial surgery was performed without the use of supplemental posterior fixation. The lateral migration of the coroent xlw may have occurred due to a lack of supplemental fixation, though the root cause is unknown.

Event description:
Approximately 1 month post operatively, it was reported that the interbody fusion spacer- coroent xlw, had migrated laterally. On (B)(6) 2013 revision surgery was successfully performed to reposition the spacer. The implant remains in-situ. The initial lumbar interbody fusion surgery was performed on (B)(6) 2013 with no supplemental posterior fixation utilized.